Manufacturer narrative:
Device evaluation: 1 unit of lot c2068191 of zfv6-125-6-14.0 was returned opened in its original packaging. A photo was shared to support the investigation showing the device used in its packaging displaying the sheath separation reported. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2026. Observations from the lab evaluation were as follows; device returned with red safety tab in place outer sheath observed to be separated from handle directly below white connector cap. Rest of outer sheath examined and no other issues observed. White distal tip examined and no issues observed. Device flushes through wire guide hub with no issues. 0.035 inch wire guide passes through device with no issues. Unable to deploy stent due to outer sheath separation. The reported failure was observed. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: it should be noted that the instructions for use, ifu0058, which accompanies this device states the following: "sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile.¿ and ¿upon removal from package, inspect the product to ensure no damage has occurred". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0058). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult anatomy as per complaint description the right iliac artery was tortuous. It was also confirmed in one of the answers to the additional questions that resistance was encountered passing the delivery system through the stricture. Tortuous anatomy can increase resistance during device navigation and deployment, exerting additional stress on the handle-sheath junction, which may have led to the outer sheath separation from the connector cap encountered by the user and observed during the lab evaluation. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2026.

Event description:
Description of event: doctor cross over from left to right side, but the right iliac artery was tortuous, after balloon dilation, he used zilver stent pushed and passed through the lesson. When he wanted to deployed, he found the stent couldn't delivery smoothly, he used force tried to deliver the stent, but he found the part delivery system was separated (see the picture), so he pulled back the broken stent. Finally, he placed 2 sfa stents, then it's okay. Received 28jan2026 1. Details of access sheath used (name, fr size, length)? A: 6fr. Anl2 2. What was the access site chosen? A: common femoral artery 3. Details of the wire guide used (name, diameter, hydrophilic)? A: termuo 0.035 inch 300 cm 4.was a stent previously placed during previous procedures? A: no 5.were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what additional defect(s) were observed and where on the device this was observed) a: no 6.what was the position of the elevator during deployment? A: superficial femoral artery 7.was there resistance felt passing the delivery system through the stricture? A: yes 8.was the stent being placed through the side wall of a previously placed stent? A: no 9.did any part of the product snag/get caught on the stent when removing the delivery system? A: no.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.